Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had tried to recover the failed drawer, but it wouldn¿t recover because it indicated there was an obstruction, although there wasn¿t one. A field service engineer (fse) had accessed the hardware testing application and had opened/closed all the cubie lids and released them as well. The latch sensor had appeared to be working, but the fse had gone ahead and changed it. The sensor had not fixed the issue, so the fse had replaced the l-board, which had resolved the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed to stay close. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.